Manufacturer narrative:
Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the malfunction reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
It was reported that a hakim valve having unanticipated changes after implantation. The valve can be adjusted by means of a magnet with regard to the flow rate had an unclear conversion of the valve from 120 to 30. Unintentional contact with magnet, which could explain the adjustment, not memorable. Patient was at home, start deteriorating and went to the hospital. On may was his last control. It is unknown what setting was made, or if it was changed or whether it was controlled with an x-ray. There was a documented x-ray directly in front of the MRI, where the setting of 120 mmh2o was determined. After the MRI, according to the patient, a further examination took place during which the valve setting was checked, but there were no image findings. The patient did not become symptomatic until a few months later. Then the adjustment of the valve to 30 was determined and a correction was made, which could be carried out without any problems. In this respect, the case can no longer be reconstructed in such a differentiated way. The fact is that the valve currently works in the patient.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that a shunt valve (hakim programmable valve) which can be adjusted by means of a magnet with regard to the flow rate had an unclear conversion of the valve from 120 to 30. Unintentional contact with magnet, which could explain the adjustment, not memorable. The valve was implanted in 2007. Patient was at home, start deteriorating and went to the hospital. On (B)(6) was his last control. It is unknown what setting was made, or if it was changed or whether it was controlled with an x-ray.

Manufacturer narrative:
Additional information received 1. Why is the valve not explanted for the mentioned problem? 2. Why don't we get to see xray before or after the setting? Answer: there was a documented x-ray directly in front of the MRI, where the setting of 120 mmh2o was determined. After the MRI, according to the patient, a further examination took place during which the valve setting was checked, but there were no image findings. The patient did not become symptomatic until a few months later. Then the adjustment of the valve to 30 was determined and a correction was made, which could be carried out without any problems. In this respect, the case can no longer be reconstructed in such a differentiated way. The fact is that the valve currently works in the patient.

Event description:
N/a.